Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient went to emergency department of the hospital and an external defibrillator was used. The patient was resuscitated. The pacemaker was then removed and an ICD was implanted. It was reported also that after the external defibrillation the interrogation of the pacemaker was not possible. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient went to emergency department of the hospital and an external defibrillator was used. The patient was resuscitated. The pacemaker was then removed and an ICD was implanted. It was reported also that after the external defibrillation the interrogation of the pacemaker was not possible. The subject pacemaker will be returned for analysis.